Event description:
We received a report that during implantation of an intraocular lens (iol), the surgeon found the injector too tight so he could not feel the power of the spring. As a result he enlarged the incision and used forceps to implant the iol. No patient injury was reported and the lens remains implanted.

Manufacturer narrative:
Concomitant medical product: the duckworth and kent inserter was received at abbott medical optics on january 20, 2014 and sent to the third party manufacturer, duckworth and kent, on january 23, 2014 for evaluation. Device evaluation: the duckworth and kent inserter was sent to the third party manufacturer, duckworth and kent, for evaluation. It was stated that the device had been used and autoclaved. The device had been visually inspected and also functionally tested using a cartridge. No fault had been found with the device. The device is to specification. The spring force was also checked separately and was within specification. It was stated that the most likely cause of the reported failure is that the cartridge was not loaded into the cartridge chamber correctly preventing the plunger from advancing forward. Manufacturing record review of the duckworth and kent inserter indicated that there was no relevant incident observed and all results met specification. No specific cause for this complaint was determined from the review of manufacturing records, procedures or the inspection records. The device history records including manufacturing records and in-process controls met specification and are therefore in conformance. No manufacturing deviations were detected relating to the customer complaint. There were no process or material changes relating to the customer complaint. There were no non-conforming material records relating to the customer complaint. The serial number for the for the duckworth and kent inserter is (B)(4). The lot number is 081. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.